Event description:
(B)(4) sent me a 90 day supply of dexcom continuous glucose monitors for diabetes blood sugar monitoring. These sensors are required by the device manufacturer to be shipped, transported and stored above freezing at all times or their accuracy is compromised as per dexcom package insert instructions. Upon receipt of the dexcom 90 day supply of cgm sensors, I used one g7 sensor as directed and noticed shortly that the device accuracy did not match needlestick blood glucometer readings. I contacted dexcom patient support and they decided to send out a replacement g7 sensor. I then placed another dexcom sensor on my upper arm from the same shipment and also noted sensor inaccurate readings, particularly at the low reading scale where hypoglycemia is an issue and the sensor and application will alert the users as blood sugars drop below 60 mg/ dl etc. After calling dexcom about this ongoing issue, it was escalated to engineering support and a detailed investigation by dexcom support and detailed questioning to me resulted in a determination that (B)(4) medical supplies had shipped this 90 day supply of sensors from a (B)(6) warehouse into sub freezing conditions in (B)(6) metro are on and around (B)(6) 2024. (B)(4) agreed to replace the faulty damaged sensors with a new shipment of dexcom g7 cgm sensors and did so. Upon receipt the replacement sensors had the exact same accuracy issues as the previous shipment and it was determined that they shipped the replacement sensors in plain cardboard box using fedex ground shipping without any freeze protection or insulated shipping containers. Dexcom and (B)(4) had several calls to remedy the situation but (B)(4) declined to re-ship the frozen damaged sensors a third time. I decided to not use (B)(4) due to their continued use of fedex ground shipping services in wintertime due to freezing conditions encountered on overland trucking routes into the (B)(6) metro area in january etc. I experienced several (more than 6) hypoglycemia events during this prolonged period of damaged dexcom cgm sensors (4 + stage two hypos at or below 55 mg / dl) and at least two stage 3 hypoglycemia events ( <45 mg / dl events by blood glucometer reading that require red use of baqsimi nasal powder synthetic glucagon rescue to restore blood sugar to a normal range without loss of consciousness. I was told that (B)(4) would investigate the use of insulated shippers to avoid future issues with shipment of sensitive medical devices used to monitor blood sugar levels in diabetics and that the issue would be resolved, I also decided to discontinue use of online pharmacy and medical equipment suppliers like (B)(4). (B)(4) told me that I would not be billed for the damaged medical equipment sent to me during sub freezing weather conditions. But (B)(4) did send me to collections to try to collect on the damaged medical devices they sent me regardless of previous statements made by (B)(4) reps. A major issue for me is that due to medicare durable medical equipment insurance coverage guidelines, I am now forced to use (B)(4) or several other medical equipment suppliers under the advanced diabetes supply (ads) umbrella for mail-order shipment of my continuous glucose monitors (cgm), either dexcom g7 or abbott freestyle libre 3 cgm sensors. And these medical equipment supplier warehouse locations are mostly located in (B)(6) for the western region supplier states like (B)(6). And they still ship using fedex ground shipping services including into the (B)(6) metro area during subfreezing wintertime conditions. And that means that dozens, if not hundreds of cold winter diabetes users will continue to receive cgm sensors that may have been subjected to freezing conditions at some point inn transit without any idea that their cgm accuracy and performance has been compromised during shipment due to poor shipping and thermal performance of the medical equipment supply. Pt code: 4575. Device code: 1535. Procode: qbj. Ref report: mw5179873.